Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error reading symbol and an adverse event. It was indicated that after the error reading symbol displayed for 2 hours, the patient continued to use the dexcom system and experienced a hypoglycemic event. The patient treated himself with fast acting carbs. At the time of contact, the patient was doing okay. Additional event or patient information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.